Event description:
It has been reported that there was wireless footswitch connectivity issue. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch has no connection and the cause of the issue found to be loss of bluetooth connection. To resolve the issue, the fse swap the wireless footswitch to wired one and moved the wired footswitch from control room to exam room. After troubleshooting, the device was returned to work as intended. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.